Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
Additional information: the dialyzer clot referenced in b5 of initial MDR was reported as separate event; please see associated MDR (MFR report #: 1713747-2021-00004).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: clotting is a common problem with hemodialysis vascular access types and if not properly addressed can cause blood flow problems. There was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Approximately fifteen minutes into the treatment, the machine alarmed with a blood leak alert. The blood leak was not visually observed. A blood test strip was used to verify the presence of blood, and it tested positive. The patient was dialyzing on a fresenius 2008t machine and was utilizing fresenius bloodlines. No damage was identified on the dialyzer. The dialyzer and bloodlines were the second set for this patient¿s treatment. Prior to the blood leak alarm, the initial dialyzer clotted requiring the treatment to be re-setup with new supplies. Following the blood leak alarm, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment. Following the events, the staff realized that the patient¿s access was clotted. The patient was sent to the hospital where their access was successfully declotted. They were subsequently discharged without being admitted, and it was confirmed that no further treatment or intervention was required. The cm reiterated that the patient did not experience any adverse reactions due to the dialyzer blood leak. Furthermore, the patient was said to be continuing their regularly scheduled hd treatments at the clinic with no further issues. The dialyzer in use at the time of the event was reported to be available for manufacturer evaluation.